Manufacturer narrative:
(B)(4). Medical devices: revitan, distal part, curved, uncemented, 16/200; item# 01.00406.216; lot# 2199191 revitan, proximal part, cylindrical, uncemented, 85, taper 12/14; item# 01.00402.085; lot# 2200045; unknown acetabular cup; item# unknown; lot# unknown. Foreign: germany. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2022 - 00659, 0009613350 - 2022 - 00660, 0009613350 - 2022 - 00661. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a bilateral total hip arthroplasty and approximately 18 years later, during medical checkups elevated metal ions (cobalt and chromium) were identified in blood work. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided: product evaluation could not be performed. Part and lot identification are necessary for review of manufacturing records, neither were provided, therefore no research could be performed. Devices are used for treatment. Medical records were received and reviewed. The patient is male, at the time of the reported event he is 47 years old. The patient underwent a first bilateral tha because of dysplastic arthrosis at both sides. 3 years later a revision surgery was performed on the right hip because of stem loosening: as op notes report, during surgery the stem was replaced. However, it is not clear if also the head and the cup were replaced. Based on the provided medical records, the concentration level of co and cr ions in the blood are above the documented threshold. The available data is not sufficient to deeply investigate on the products involved in reported event. Proximal and distal part of the stem are known, but they were not returned for investigation. Head and cup are unknown. With the available information a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.